Manufacturer narrative:
Product implicated is a 3.5 fr dual lumen umbilical catheter. Returned for evaluation is the original catheter which is in two pieces. The proximal section (including hub) measures 34.5 cm and the distal section (tubing measures 8.3cm. One unopened sample from the same lot was also returned for evaluation. Lot history review showed no unresolved related mfg issues and one complaint of similar nature which was recorded as user-related. Original sample: the catheter separated 8.3cm from the distal tip of the catheter. Under 50x magnification, the texture at the break point appears granular and dull. Tactile inspection indicates the tubing is several elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. Same lot sample: the catheter was subjected to tensile and elogation testing; all test results were within product specifications. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.

Event description:
During placement, the catheter snapped and broke. The catheter was removed. No pt injury was reported to have occurred.